Event description:
It was reported that the catheter split. A 1.50mm rotablator rotalink plus was selected for use for an atherectomy procedure. During preparation, the burr developed a split in the catheter which prevented complete preparation. The procedure was completed with a different device. There were no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The advancer unit and burr unit were received together. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The burr catheter was removed from the advancer revealing that there is a partial rotawire in the lumen. The rotawire was removed with no issue. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed by connecting the device to water; when water was applied the sheath leaked. Microscopic examination revealed that there is a tear in the sheath 22.2cm from the strain relief. The sheath is also kinked at this location. Inspection of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter split. A 1.50mm rotablator rotalink plus was selected for use for an atherectomy procedure. During preparation, the burr developed a split in the catheter which prevented complete preparation. The procedure was completed with a different device. There were no patient complications were reported.